Manufacturer narrative:
Analysis was able to confirm the customer comment , the display did not respond in the upper right hand part of the screen. The computer platform was replaced. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer display screen did not respond intermittently. . No patient involvement reported.